Event description:
During a low anterior resection procedure, the distally formed staple line opened up and was insufficient. Therefore, the surgery was prolonged, and a manually performed transanal anastomosis was done. Another device was used to complete the case. There was no pt consequence.